Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: issue is the same- there appears to be a dent in the barrel leading to the product leaking out the syringe (non-toxic- h20/nacl).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-sep-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the syringe. A device history review was performed for the reported lot 2007011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the damage observed, it was determined this incident was likely related to the marking machine. A project was initiated to replace parts within the marking machine to prevent any future occurrence of this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: issue is the same- there appears to be a dent in the barrel leading to the product leaking out the syringe ( non-toxic- h20/nacl).